Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer service center, a service required error and irregular pressure delivery were found in the downloaded event log. Internal tubing filters blocked with dust was also observed during the evaluation. The device's filters were cleared to address the issue.